Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change, the replacement device was experiencing far field r-wave (ffrw) oversensing. The device was not implanted and a different device was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.